Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating excessive air bubbles in reservoir. Customer also noticed moisture past o-rings and was able to smell insulin when the reservoir was removed. Customer's blood glucose at time of call was 200 mg/dl. During troubleshooting, customer was instructed to deliver a 5 unit fixed prime until air bubbles were no longer visible. After troubleshooting, customer declined changing set and requested for insulin pump to be replaced.